Event description:
The patient received facial treatments of filler and neuromodulators 4 weeks prior to the vivace treatment. The treatment resulted in the filler and neuromodulators melting away, leaving the patient's face sagging. The provider had planned a series of treatments with the vivace device and included a treatment for injections between the first and second vivace treatments. Vivace treatment one was performed on (B)(6) 2020. The filler injections were performed (B)(6) 2020. The second vivace treatment was the subject of this report, performed on (B)(6) 2020.